Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have damage/friction issues, as well as discoloration to the housing. The complaint regarding that the endoscope would not turn, and the arm had non-intuitive motion was confirmed by failure analysis.

Manufacturer narrative:
The endoscope 30 degree instrument involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the instrument logs for part #: 470057-08 serial #: (B)(4) associated with this event was performed. The endoscope was last used on (B)(6) 2022 on system (B)(4) with 1955 uses remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the 30 degree endoscope would not turn, and the arm had non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Field b3 was updated with a corrected event date. The event date was 10/26/2021 rather than 11/2/2022 as initially reported.

Event description:
Refer to h10/h11 for follow-up information.